Manufacturer narrative:
The reported event of leads pulled out of the ipg was confirmed based on the data in the ipg diagnostic logs, but was not duplicated during the lab analysis. A review of the ipg therapy delivery log revealed that program status errors were logged, indicating there was an impedance issue and the ipg was unable to deliver stimulation at the current program settings. The ipg had provided approximately 15.84 days of stimulation during the 28 days the ipg was implanted. Visual inspection of the ipg did not identify any anomalies that would contribute to any issues. The ipg passed a lead fitment test as well as a lead retention test for both header chambers which verified that leads could be fully inserted into the header ports and successfully secured with the set screws. The ipg was functionally tested and passed all testing. Since the ipg passed all testing and functioned normally during lab analysis, the high impedance observed in the field indicates a potential issue with the way the leads were inserted and secured inside the ipg header at the time of ipg implant. The leads were not returned from the field.

Event description:
It was reported that the patient's leads had high impedances. X-rays confirmed the leads pulled out of the ipg header. In turn, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Impedances were resolved.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.